Manufacturer narrative:
Additional information was received indicating the issue was found during testing, there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the pump had a red screen and error message 46510. The main board will be replaced for the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 46510. No adverse effects were reported.